Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false negative result in social media. Negative on alternative test same day.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report.